Event description:
A customer reported to beckman coulter that unicel dxc 600i synchron access clinical system generated erratic troponin (accutni) results that were not reproducible for total of 14 patients' samples during the period of (B)(6) 2012 and (B)(6) 2013. The erroneous results were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment associated to this event. Beckman coulter field service engineer (fse) visited the customer site on (B)(4) 2013. The fse inspected the analyzer and identified an issue with the wash pump and wash valve allowing air to enter the fluidics lines. The fse replaced the wash pump seal, wash valve stator and seal. The fse performed a high sensitivity system check and verified instrument performance. All results were within the specifications. The likely cause of the events was premature failure of components of the wash pump and wash valve. This report documents the event occurred on (B)(6) 2012 on one patient's sample. The related events are documented in the below listed medical device reports: 2122870-2013-00156, 2122870-2013-00157, 2122870-2013-00158, 2122870-2013-00159, 2122870-2013-00167, 2122870-2013-00168, 2122870-2013-00169, 2122870-2013-00170, 2122870-2013-00171, 2122870-2013-00172, 2122870-2013-00173.